Event description:
It was reported that the patient arrived to the hospital with a critical alarm on (B)(6) 2012. Pump was interrogated and several motor stalls occurred from (B)(6) 2012. A "stopped pump period may exceed tube set" message was active on (B)(6) 2012. The patient was "feeling well" and had no symptoms or signals of underdose or withdrawal. It was noted that "after pump was reviewed, it seemed that, after the motor stall occurred, the pump had restarted and that it was working fine." The patient was being carefully monitored to ensure that if there was a problem with pump immediate action would be taken. It was decided not to replace the pump as the patient was fine and had no clinical manifestation of underdose or withdrawal. It was also added that the "cause of the pump's problems might be the drug formulation that was being used." The device system was used to deliver fentanyl (500mcg/ml). A drug sample analysis was indicated. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was believed that the device malfunction was associated to the usage of an unlabeled drug formulation, but it was not completely confirmed. It was not believed to be caused by electromagnetic interference (emi) as the patient had not undergone an MRI. There was no additional intervention performed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).